Event description:
It was reported that after a bowel resection and endometriosis procedure, the following morning, the hosp staff noticed that blood leaked through the staple line trans-anally. The surgeon said, that the bleed happened trans anal and she lost 3 units of blood, which they only discovered the day after the procedure. She recovered after the transfusion, so no further surgery was necessary. Device will not be returned. There were no malfunctions, or anticoagulants given. The pt was discharged.